Event description:
T was reported that the programmer generated an error code and then the radiofrequency programmer head would not work. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error code and the media processing unit board was replaced, the hard drive reimaged and the software reloaded to resolve. As it may have been caused by a one-time overheat the power supply and system fan were replaced as preventive. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).